Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was detached from the tip of the jaw. Tissue and charred material was observed on the jaws.the detached silicon was able to be retrieved from the patients body and returned. The geometry of the returned insulation and the geometry of the detached insulation on the jaw were compared under microscopy. Both the geometries matched indicating no other silicon insulation bits were missing or were detached from the jaw. Based on the return condition of the device and the evaluation results, the reported failure "peeled insulation" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off in patient. Piece was retrieved without complication. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off in patient. Piece was retrieved without complication. A replacement device was used to complete the procedure. The hospital did not report any patient effects.